Event description:
Information received a smiths medical portex tubes blue line ultra (blu) noticed air pressure leak and cuff lowered. This occurred twice with same patient. One product was returned and another discarded. No patient injury was reported as a trach change out was implemented.